Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a dialyzer that clotted off during the patient's hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed with transmembrane pressure (tmp) alarms. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The patient's estimated blood loss was unknown. Additional information regarding the reported event was requested, however, to date has not been provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number of the product is unknown. No device history record (DHR) review was performed since the lot number is unknown and no information was found in the system from this customer related to any fresenius dialyzer products purchased. With the information available, and as a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.